Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her patient programmer was not working properly. The patient noted because of this she had a urinary tract infection (uti). The patient stated when she was on program 1; she was at 0.0 v and was seeing the upper limit icon when trying to increase. The patient also reported when she tried to increase stimulation on program 2, 3, and 4 it wouldn't do anything. The patient reported seeing the poor communication screen. It was reviewed to make sure the patient was syncing and activating the program before she tried to increase. The patient stated once she synced was able to increase stimulation on program 2, 3, and 4. The patient also mentioned every once so often she saw turn stimulation on when she tried to increase on one of the programs. The patient stated she was able to use program 1 at some point. The patient stated she had not had any adjustments made to the healthcare professional (hcp) office when she first noticed the issue. It was reviewed the programs 2, 3, and 4 were all working properly. The patient noted the patient programmer issues began about a month ago and the uti began 3 days prior to the call. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.